Event description:
Reporter stated patient tested 7.7 inr on the coaguchek xs plus system while a comparison lab returned as 2.56 inr. Customer had just started macrobid for a uti. Patient's warfarin dose was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.